Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("right nickel coil had fractured"), uterine haemorrhage ("severe uterine bleeding") and cerebrovascular accident ("stroke") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fallopian tubes were not properly occluded". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, uterine haemorrhage (seriousness criteria medically significant and intervention required) with abdominal pain lower, cerebrovascular accident (seriousness criterion hospitalization prolonged), menstruation irregular ("irregular periods"), anaemia ("anemia") and lethargy ("lethargy"). The patient was treated with surgery (underwent partial hysterectomy to remove the essure device). Essure (ess205) was removed. At the time of the report, the device breakage, uterine haemorrhage, cerebrovascular accident, menstruation irregular, anaemia and lethargy outcome was unknown. The reporter considered anaemia, cerebrovascular accident, device breakage, lethargy, menstruation irregular and uterine haemorrhage to be related to essure (ess205). The reporter commented: as a result of the essure device fracturing and in order to prevent an unwanted pregnancy, plaintiff underwent a tubal ligation on (B)(6) 2006. Diagnostic results: on an unknown date the patient underwent hysterosalpingogram test resulted in fallopian tubes were not properly occluded, and that the right nickel coil had fractured. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("right nickel coil had fractured"), device dislocation ("migrated implants"), menorrhagia ("menorrhagia"), uterine haemorrhage ("severe uterine bleeding"), genital haemorrhage ("unusual bleeding/ heavy bleeding") and cerebrovascular accident ("stroke") in a 28-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fallopian tubes were not properly occluded". The patient's past medical history included cerebrovascular accident and smoker. Concurrent conditions included caesarean section, hyperthyroidism and atrial fibrillation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, 4 months 18 days after insertion of essure (ess205), the patient experienced device breakage (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) with abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), cerebrovascular accident (seriousness criteria hospitalization prolonged and medically significant), menstruation irregular ("irregular periods"), anaemia ("anemia"), lethargy ("lethargy"), pelvic pain ("pelvic pain female/ pain from migrated implants"), back pain ("lower back pain") and migraine ("migraines"). The patient was treated with sertraline (zoloft), diazepam (valium), surgery (underwent partial hysterectomy, dilation and curettage, endometrial ablation), surgery (partial hysterectomy to remove the essure device), surgery (uterus ablation) and surgery (underwent partial hysterectomy to remove the essure device). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, uterine haemorrhage, genital haemorrhage, cerebrovascular accident, menstruation irregular, anaemia, lethargy, pelvic pain, back pain and migraine outcome was unknown. The reporter considered anaemia, back pain, cerebrovascular accident, device breakage, device dislocation, genital haemorrhage, lethargy, menorrhagia, menstruation irregular, migraine, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: as a result of the essure device fracturing and in order to prevent an unwanted pregnancy, plaintiff underwent a tubal ligation on (B)(6) 2006. Diagnostic results: on an unknown date the patient underwent hysterosalpingogram test resulted in fallopian tubes were not properly occluded, and that the right nickel coil had fractured. On (B)(6) 2017 pathology report a. Uterus; hysterectomy: - cervix: mild chronic cervicitis. - uterus: benign ablated endometrium and adenomyosis b. Fallopian tube, right; sai"pingectomy: benign fallopian tube tissue. C. Fallopian tube, left; salpingectomy: benign fallopian tube tissue. Most recent follow-up information incorporated above includes: on 27-jun-2018: new pfs + mr received- new events added: pain from migrated implants,unusual bleeding,pain, heavy bleeding, lower back pain , migraines were added. New reporter and date of birth were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.